Event description:
It was reported that patient presented to the ER after receiving a patient notifier alert. Device interrogation revealed possible high voltage lead issue. High voltage lead impedance showed a decrease. During the replacement procedure, there were no issues with the lead. An output anomaly on the device was suspected. Device was explanted and replaced.

Manufacturer narrative:
The reported field event of an alert indicating possible high voltage lead issue was verified in the laboratory via review of the device image. The device had an over-current detection and low hv lead impedance measurements were observed. The device was tested on the bench and using automated test equipment and no anomaly was observed. The cause of the programmer alert and low hv lead impedance could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.